Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the direct observation of the lumen being blocked by an agglomeration of polymer and blood/body fluid. This is typically due to interaction between the lumen and an inserted stylet or guidewire, a known inherent risk of the device.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to difficulty to flush. A new lead was implanted. No adverse patient effects were reported.